Event description:
It was reported that a large volume infusor did not infuse any solution during patient infusion. The expected time of the infusion was 24hours. The device contained 6000mg cefazolin in 240ml 0.9% sodium chloride. The catheter type was a peripherally inserted central catheter (PICC line). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: 4509. H4: the lot was manufactured between february 9-12, 2024. The actual device was received for evaluation containing 139ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.